Event description:
A physician reported a pt who was skin tested on 25 june 1998, with negative results. On 13 august 1998, the pt was treated in the nasolabial areas and the oral commissures, achieving full correction and excellent results. About 2 weeks later (on or about 27 august) the pt returned with a small pimple at the upper end of the left nasolabial fold, and palpable, but non-visible lumpiness and mild discoloration (bruising) at the oral commissures. The bruising was greater on the right side. The physician drained a very small amount of fluid from the pimple and prescribed oral duricef for 5 days and a topical moisturizer with hydrocortisone. When the pt returned on 10 sept 1998, the pimple had resolved and the nasolabials "looked good"; the lumpiness was gone from the oral commissures and bruising was minimal. The physician was reluctant to diagnose hypersensitivity and did not believe there was any vascular compromise.